Event description:
The customer stated a shock was not delivered to pt on battery power. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.